Event description:
Information received indicates the left foot caster was stuck in brake and would not release.

Manufacturer narrative:
The technician adjusted the brake steer caster and the brakes functioned properly.